Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump displayed system error 345 (thermistor disparity). This occurred upon device power-up in medicine c department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, a system error 345 was not reproduced. A review of the event history log revealed 'system error 345' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined. The ultrasonic sensor requires replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.